Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device failed to place the clip. The handle was stuck and could not move at all. The clip is still between the jaws of the device. Another same like device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.